Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient had experienced increased pain with little help from an increase in the daily dose. The rep had not received any additional information from the managing doctor.

Manufacturer narrative:
The evaluation code-result has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device codes have been corrected for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-oct-2013, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 52 mg/ml; 20 mg/day, bupivacaine 26 mg/ml; 10 mg/day, clonidine 1170 mcg/ml; 455 mcg/day and prialt 0.4 mcg/ml; 0.15556 mcg/day via an implantable pump. Concomitant medications were blood pressure medication and muscle relaxant. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the catheter was either dislodged or broken. Computed tomography(CT) scan was done; results were unknown. A dye study was planned. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was not resolved. Patient weight was (B)(6) pounds. Medical history was testicular cancer and chronic back pain. No further complications were reported.